Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04350. It was reported the patient underwent surgery on (B)(6) 2019 (reference MFR. Report#:3006705815-2019-01302). It was reported the leads has migrated and were not providing appropriate coverage when testing intra-operatively. The leads were explanted and replaced. Therapy was restored following the surgery.